Manufacturer narrative:
This report is filed on july 31, 2017.

Event description:
Per the clinic, the patient experienced a non-device related infection, however, the issue could not be resolved. Subsequently, the device was explanted (date not reported).